Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 237 mg/dl and 237 mg/dl on her daughter's blood glucose meter. Feeling these were high readings, she changed vials of test strips and then received readings of 51 mg/dl, 46 mg/dl and 54 mg/dl. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter and strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.